Event description:
A surgeon reports a pt with central islands in both eyes following lasik surgery. This report is for the right eye, the left eye is being reported under MFR report (B)(4). Postoperative info indicates ucva this pt was plano and ucva improved from 20/1000 to 20/16. This surgeon reported some of his pts mentioned blurred vision and double imaging. It is unclear if this referenced pt experienced these specific visual disturbances. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).